Manufacturer narrative:
B3: date is approximate. Year is confirmed valid. Continuation of d10: dvea3e4 ev-ICD implant date: unknown medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the patient received an inappropriate shock due to oversensing on the extravascular (ev) lead. It was noted that the ev-lead was programmed to a far field vector of either ring 1 or ring 2 to can. The ev-lead remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
This event is a duplicate of FDA report number 2649622-2025-24266. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was further reported that the sensing vector was reprogrammed.